Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device worked fine. There were no issues with firing, stapling or cutting. Three white cartridges were fired on the bowel and four - five blues cartridges were fired successfully on the stomach. One day post-op, the patient was bleeding, passing blood and had to be taken to ICU. The patient was given four units of blood. The patient has since been discharged. All devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: on what tissue type was the device used? At what location on the tissue? Stomach & bowel. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Unk. During which stroke did the event occur? Unk. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Ecs25a with seam guard was used to create the bypass.